Event description:
The site reported that the treatment table top of the system's robocouch patient positioning system was not leveled. An accuray field service engineer arrived to service the system and observed that the belt drive of the robocouch system was loose. The field service engineer tightened the loose bolts responsible for the tension of the belt drive. There was no patient involved with the reported event.

Manufacturer narrative:
The belt drive responsible for powering the robocouch manipulator axis that controls 'pitch' and 'roll' motion of the robocouch table top may not be tensioned properly. If this occurs, the belt drive could slip, causing the treatment table top to rotate. The most likely outcome is what the top would rotate a few degrees but in the worst case, it could descend to the floor. The affected customer install base has been notified of this issue via an urgent advisory notification.